Manufacturer narrative:
It was reported a patient underwent an atrial fibrillation (afib) ablation procedure, with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred along with an issue of air in the side port. During the procedure, after transseptal puncture, they were not able to aspirate without air bubble through the port; it was not airtight. No air was introduced into the patient. Valve leakage was observed during aspiration phase before putting the catheter into the sheath. Sheath was changed after this event. No blood return was observed. The patient did not develop any neurological symptom. Device evaluation details: on 5/12/2021, the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was returned to biosense webster inc. (Bwi) for evaluation. Bwi conducted a visual inspection and an evaluation of features of the device. Visual analysis of the returned sheath revealed that no damage or anomalies were observed on carto vizigo sheath. Test method for liquid leakage through hemostatic valves of sheath introducers was performed and no issues were observed during the sheath analysis. No water leakage, bubbles or pressure decays were detected during the test. The lot number was verified to be 00001494. Field d4. Lot has been populated. A device history record evaluation was performed for the finished sheath batch number, and no internal actions were identified. No malfunction was observed during the sheath analysis. The instructions for use contain the following recommendations: ¿before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Flush and maintain continuous saline". The event described could not be confirmed as the as the sheath performed without any issue. Although no sheath defect was identified, there may have been other circumstances or issues that occurred during the use of the sheath that could not be replicated during the laboratory analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # pc-(B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported a patient underwent an atrial fibrillation (afib) ablation procedure, with a carto vizigo" 8.5f bi-directional guiding sheath medium and a hemostatic valve separation occurred along with an issue of air in the side port. During the procedure, after transseptal puncture, they were not able to aspirate without air bubble through the port; it was not airtight. No air was introduced into the patient. Valve leakage was observed during aspiration phase before putting the catheter into the sheath. Sheath was changed after this event. No blood return was observed. The patient did not develop any neurological symptom. With the information available, given the hemostatic valve was not airtight and leakage through the valve was observed, this is being assessed as a hemostatic valve separation as it is most likely the issue occurred due to a malfunctioning/dislodged valve. In addition, there was another issue of air flowing back into the side port as they were not able to aspirate without air bubble through the port. Should more information become available, it will be reviewed and processed accordingly.

Manufacturer narrative:
On 4/19/2021, biosense webster inc. Received information indicating the event date was (B)(6) 2021. As such, field b3. Date of event has been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).